Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn.

Event description:
A patient was implanted with a 2-piece patient specific implant in march. Post implantation, the patient has experienced adverse events. The patient reportedly developed convulsions and a possible infection. This is report #2 of 2 for the same event.